Manufacturer narrative:
Reporter¿s complete mailing address was not provided. Reporter¿s phone number was not provided. The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device had bearing failure, dura guard damage and the pins shifted. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear for the bearing failure and shifted pins and misuse for the dura guard damage. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that the craniotome device did not work. During in-house engineering evaluation, it was determined that the dura guard was damaged. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.